Event description:
The family member of home pt called baxter technical service center for assistance in troubleshooting a negative uf alarm during treatment on the homechoice machine. During the course of investigation by the baxter tech, the pt's family member discovered they had neglected to open the white clamp on the pt line of the homechoice set during prime, resulting in incomplete prime of the pt line. The family member was instructed to discontinue treatment and contact the pt's rn. Rn reports no pt injury or medical intervention as a result of incident.